Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act and down buttons dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump act button on the pump was very difficult to press will need to press multiple times before it responds. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated act button did not respond right away and needs to push multiple times. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.